Manufacturer narrative:
MFR ref. No: (B)(4). The device was received and evaluated by baxter. The device was found to be out of specification in relation to the discovered symptom, which was confirmed. The unit was received inoperable due to the reported symptom, caused by a dislodged q20 on the input-output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a pump displayed system error 105. It was also reported that there was no pt involvement.